Event description:
The bags were transported from manufacturing site to transplant center. During thaw it was determined that the bags were cracked. Two bags were not used for infusion for the patient.